Event description:
It was reported by svc report that the bed drags when in neutral making it difficult to move. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pins missing in actuator causing it to hang down.